Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump over-delivered. The patient's blood glucose at the time of incident was 100.8 mg/dl. The patient treated with food. During troubleshooting, the caller identified that insulin dripped from the end of their set prior to connecting at their site. After troubleshooting, the caller still believed that an over-delivery occurred. The insulin pump was not returned for analysis.